Manufacturer narrative:
The reported event of a tear was confirmed. Cusps 2 and 3 contained a tear in the free edge of the cusp. The tear in cusp 3 was consistent with an incision; however this could not be definitively determined. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 2. No inflammation or significant calcifications were present. Patient death was also reported. Per the physician the death was not valve-related, it was due to the patient¿s comorbidities, which involved ¿connective tissue problems¿.

Event description:
In 2017, an epic valve (unknown model) was implanted. On (B)(6) 2019, the epic valve was explanted due to a torn leaflet. It was also reported that the patient is deceased. Per physician, the death was not valve related. The physician attributes this event to the patient's comorbidities which involved connective tissue problems. Additional information such as serial number of valve, and echo reports were requested, but not available.